Event description:
On november 3, 2006 the lay user/reporter, the patient's wife, contacted lifescan (lfs) alleging the one touch ii meter was displaying an unspecified message. On november 6, 2006 the medical affairs specialist (mas) spoke with the reporter to obtain and verify information. For approximately three weeks, the patient occassionally obtained an unspecified message on the reporter meter; he did not obtain a blood glucose reading. The patient noted he would have to repeat the test to obtain a result. At approximately 9:00pm the patient obtained the blood glucose reading of 156 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of a headache, weakness, drowsiness and nausea. The patient took no action following the use of the meter. Due to the patient's symptoms, his wife took him to the emergency room. At 9:30pm the patient's blood glucose level was tested to be 350 mg/dl. The patient received no treatment. The patient was discharged from the emergency room, and advised to return home and take his normal does of insulin. At midnight, the patient took 10 units humalog insulin and 20 units lantus insulin. The patient was not told his diagnosis. The patient was not admitted to the hospital, as was originally documented. The patient was unable to provide his blood glucose readings from earlier on the day of the event. The patient takes 10 units of humalog insulin with meals and 20 units lantus insulin at night. He does not adjust these doses based on meter readings. The patient has no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the issue seen may have been that the test did not start on the reported meter. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient obtained a blood glucose reading of 156 mg/dl, while experiencing symptoms that suggested hyperglycemia, after being unable to obtain a blood glucose result for sometime, and he received emergency medical attention. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.